Manufacturer narrative:
A replacement power supply was sent to the customer. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the "casing" for the power supply for her pump in style breast pump came apart, exposing wires.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.